Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary line was changed following a magnesium infusion. The pump was programmed for carboplatin according to the medication label, the bag was spiked, and the clamp opened. The user noted that the medication started infusing rapidly (unregulated flow) into the drip chamber even though the pump had not yet been started. The secondary set was clamped before the medication reached the patient. A new dose was prepared; the secondary tubing was changed and the user verified with saline that the new line was working prior to hanging the new carboplatin.

Manufacturer narrative:
Concomitant products: (3) baxter 250ml IV bags of 0.9% sodium chloride, lot: w5124c1, expiration: dec16; therapy date (B)(6) 2015. The customer¿s report that the medication started infusing rapidly into the drip chamber even though the pump had not yet been started was not confirmed. Visual inspection showed no anomalies. Functional testing was done via gravity and pump infusions; the reported failure was not able to be replicated. The root cause of the reported event could not be identified.